Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a temperature (temp ¿ moisture ingress) issue. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because there is the potential for the user to experience an injury to the skin due to increased pump temperature.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 07-dec-2017 with the following findings: a review of the pump black box showed evidence of sudden drops in vp voltage on the complaint date. During investigation, evidence of moisture contamination was observed inside the battery compartment. A leak test showed leak at a battery compartment crack. The pump powered on with the returned battery cap but was unable to maintain an electrical connection due to the cap detaching. The pump intermittently powered on with a test battery cap; a test battery cap was used for all testing. During testing, current draws were within specifications. The pump case was removed and evidence of additional moisture was found inside pump on cgm board. There was no evidence of pump overheating duplicated during investigation, however, the allegation of moisture in the pump was confirmed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.